Event description:
Pt reported that the meter/lab comparison results were 364 mg/dl (ss) versus 238 mg/dl (lab), respectively (53% difference). No symptoms were reported. Tests were done 15 mins apart. Meter reportedly not coded to match test strips. Unable to reach pt by phone to follow up. Letter was sent to pt requesting that the pt contact lfs. The meter was replaced. There was no allegation of harm.